Event description:
At bench repair there was an issue found with no audio from the mx40. No adverse event involving patient or user was reported.

Manufacturer narrative:
This MDR was submitted in error and a duplicate of another MDR. Please refer to 1218950-2018-05037 for correct MDR.